Event description:
It was reported that a patient's old right ventricular lead was capped on (B)(6) 2021 due to an increase in capture threshold and a lowering of pacing impedance. A new lead was implanted afterwards in the same procedure. The patient was reported as stable.